Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had bacterial endocarditis of mitral valve leading to decompensated heart failure and severe tricuspid valve regurgitation likely caused by infection post dental procedure in which no antibiotics were given. Further, the patient had mitral valve replacement and tricuspid valve repair and was then given medication regimen. Additional information was received indicating that the patient experienced shortness of breath, fatigue and pre-syncope which was related to ventricular tachycardia (vt). This ICD was explanted. No additional adverse patient effects were reported.